Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date implanted - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date. A revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿dislocation and subluxation of implant components have been reported resulting from improper positioning of implant components.¿ discarded.

Event description:
It was reported that patient underwent a hip revision procedure approximately eleven (11) years post-implantation due to recurrent dislocation caused by incorrect orientation of cup. During the procedure, the head, liner and cup were removed and replaced with a competitor cup and liner.